Event description:
The customer reported to customer service that the suction of her pump in style breast pump was low and could have contributed to her mastitis that required medical treatment.

Manufacturer narrative:
The customer was sent a replacement breast pump. The customer reported that she was treated for mastitis due to the pump having low suction that was caused by a torn diaphragm, which was confirmed by product evaluation on (B)(6) 2015. The customer also stated that she had seen her doctor and was treated with antibiotics both injected and orally. A medela clinician had contacted the customer to follow up at which time she stated that the new pump is working great and that she is fully recovered from mastitis and doing well with no further issues. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wmabach ,4th ed.p.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.